Event description:
It was reported that the patients generator and lead were replaced due to high impedance and low battery. The explanted generator was received for analysis, but analysis on the product has not been completed to date. The lead has not been received for analysis to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Results of diagnostic testing indicated the device was operating properly and communicated properly. The generator performed according to functional specifications with no anomalies identified. No further relevant information has been received to date.

Event description:
It was reported that high impedance >=9,000 ohms was observed on the patient's generator. No known surgery has occurred to date. No further relevant information has been received to date.